Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the tip-up fenestrated grasper instrument involved with this complaint and completed the device evaluation. Failure analysis (fa) investigation replicated and confirmed the customer reported complaint. A piece measuring proximately 0.093 x 0.157 was not returned with the instrument. The type of failure, broken instrument main tube is commonly associated with mishandling/misuse.

Event description:
It was reported that the tip-up fenestrated bipolar grasper instrument sheath came loose. There was no report of patient involvement. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the issue was identified during the procedure. The patient was not injured, and no fragment felt into the patient as a result of the issue. The procedure was completed with a backup instrument.